Event description:
Reporter stated the customer was taken to the hospital on (B)(6) 2014 and was diagnosed with diabetic ketoacidosis. It was reported this was caused by inflammation at her infusion site. The customer now changes the infusion set every day. No additional details were provided. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.